Event description:
Info received on 8/8/96 indicates device was removed from the pt on 8/6/96, reason not indicated. Info acquired on 8/14/96 indicates the other device was removed from the pt and an ipp device was implanted due to pain, date not indicated. Co has requested add'l info.